Manufacturer narrative:
(B)(4). This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The cause of the event was unknown. The unspecified infection was manifested by cloudy effluent, fibrin in the effluent, and abdominal pain. The patient was hospitalized for the event. Two days prior to the receipt of this report, the patient started treatment with unspecified intraperitoneal antibiotics (doses, frequencies, and durations not reported) for unspecified infection. Dianeal therapies remained ongoing. At the time of this report, the patient is recovering and remains on antibiotic therapy. No additional information is available at this time.